Event description:
It was reported that the patient cooled 2 degrees celsius under target temperature with no patient temperature deviation alarms from the device. The goal temperature is 33.5 degrees, patient temperature is 31.6 degrees per esophageal probe connected to altrix device. Therapy started at 0445 am, patient starting temperature was 36 degrees. Current water temperature is 29.1 degrees. Noted on 90 minute graph water temperature 25-29 degrees, and frequent deviations of patient temperature.

Manufacturer narrative:
Based on on the information provided, there was likely no issue with the product as the issue was able to be resolved by the customer. There was no alleged patient harm as a result of the patient temperature overshoot. This issue was resolved for the customer by confirming no further action was needed to resolve the issue. The UDI number and manufacturing dated have been corrected.

Event description:
It was reported that the patient cooled 2 degrees celsius under target temperature with no patient temperature deviation alarms from the device. The goal temperature is 33.5 degrees, patient temperature is 31.6 degrees per esophageal probe connected to altrix device. Therapy started at 0445 am, patient starting temperature was 36 degrees. Current water temperature is 29.1 degrees. Noted on 90 minute graph water temperature 25-29 degrees, and frequent deviations of patient temperature.